Event description:
Olympus company representative reported that the two nm-401l-0425 needles were not injecting. The issue was found during an unspecified procedure. Per the report, two of the pack of five were used however, it was not injecting. A different lot number was tried and worked. No harm was reported. No patient harm, no user injury reported due to the event. This report is related to report with patient identifier (B)(6) (1 of 2) - needle that was not injecting.

Manufacturer narrative:
Additional information: company representative per the report will be returning all of the five needles (5 pack) from the same lot ( 2 used needles not injecting and 3 unused needles). The 3 unused needles were address under related complaints (B)(4). In a follow up communication with the customer representative practice manager, it was conveyed, "they have to pause the procedure while the scope is in the patients airway to grab another injector needle. They have to use more injection material in order to re-prime the new injector. When the injector portion gets jammed there is no way around it and they had to use another injector to finish the procedure". There has not been any patient harm . No further information available. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned and evaluated. The customer's complaint was confirmed. Device evaluation: the handle, slider and locking mechanism are all in working condition. Two fingers were ran down the entire length of the insertion tube portion sheath, no kink or damage observed on one of the device. Performed a function check by manipulating the slider back and forth. The needle extended 4mm when measured with a 150mm ruler then retracted as intended. A 5ml syringe was connected to the injection port, when the syringe was pressed down, the normal saline would not expel out of the distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to the friction between the outer tube and the needle increased by the following factors: ·the needle extended/retracted while the tube was coiled in inspection of operation. ·the slider was abruptly pushed. ·the kink of the tube. ·angle of the distal end of the endoscope however, the definitive root cause of this event could not be determined. The event can be prevented by following the instructions for use (IFU) which state: "¿before use, prepare and inspect the instrument as instructed below. Should the any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, for example:posing an infection-control risk, causing tissue irritation, perforation, bleeding or mucous membrane damage, and may result in more severe equipment damage. ·straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. ¿do not coil the insertion portion with a diameter of less than 15 cm. This could damage the insertion portion. ¿before use, confirm that the needle and the insertion portion are not damaged. If any abnormalities such as significant deformations or excessive bends are found, do not use the instrument. Otherwise, it may cause perforation, bleeding, mucous membrane damage. ¿confirm that the needle extends in the endoscopic image are normal. If any abnormalities are found, do not use the instrument. Otherwise, it may cause perforation, bleeding or mucous membrane damage. ¿when inserting the instrument into the endoscope, retract the needle into the tube, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ¿stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. ¿do not push the slider abruptly, otherwise the needle will be rapidly extended from the distal end of the tube. This could result in patient injury, such as perforation, bleeding or mucous membrane damage. It could also damage the instrument." Olympus will continue to monitor field performance for this device.